Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 5, 2018, it was reported that the unit had signs of intermittent problems. Per follow up response, the air hose was leaking where it is plugged into device. Noticed slight leak before use. Rotated hose and leak went away. Then during use, it came back. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number 104914 as documented in the repair reports in livelink. Product review of the air dermatome on january 16, 2019 revealed that all 4 width plates were dinged and nicked in the harvesting area. The head, neck, and hand piece were worn and dinged. The air hose showed no signs of leaking. The motor speed was out of specifications. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review the air hose showed no signs of leaking. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review the air hose showed no signs of leaking. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product will be returned for investigation and repair. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
Air dermatome had signs of intermittent problems. The air hose was leaking where it is plugged into device. A slight leak was noticed before use. When hose was rotated, the leak went away. However, during use, the leak came back. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.